Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, the lenses showed resistance when going through the cartridge and not deployed into the eye. Upon visual inspection found the scratches. In surgeon opinion the cartridge scratched the lenses.

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The used company cartridge was not returned. One opened company cartridge was returned in the pouch. There was no sign of use. Forty-five loose, unopened cartridges were returned for same lot . The cartridges were cavity 175. Four samples were randomly selected from the 45 unopened samples. The returned opened cartridge was numbered 1 and the four unopened cartridges were numbered 2-5 for evaluation purposes. The five cartridges were functionally tested per the IFU using a qualified company handpiece, company, 27.0 diopter lens and company viscoelastic. The cartridge was filled with viscoelastic per the dfu (direction for use). The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the five lens deliveries. The cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted. The cartridges met specification for the presence of topcoat. Non-coated areas were observed on the sides of the nozzles. Product history records were reviewed and documentation indicated the product met release criteria. The lens diopter was not provided. It is unknown if a qualified lens model/diopter was used. A qualified handpiece and viscoelastics were indicated. The returned cartridge was molded using the cavity 175 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).